Manufacturer narrative:
Implanted date: (B)(6) 1998. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data for follow up 1- regarding the manufacturing record review: while preparing this file for closure it was noted that follow up 1 indicated the manufacturing record review was normal and without deviations or non-conformities. This information was inadvertently taken from a review of an intraocular lens (iol) that was not the suspect device. Manufacturing record review for the suspect lens could not be completed because the cd that contained the data, created in 1997 (older technology), had become corrupted and could not be accessed. However, during the manufacturing process in 1997, debris and particles on the lens surface would not have passed specifications and the lens would have been discarded. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data expiration 9/30/2002. Corrected data manufacture date 09/01/1997. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturer. An outside vendor evaluated the device for the reported debris. The lens was submitted for analysis by energy dispersive x-ray (edx) spectroscopy in order to characterize "debris on lens". Visual examination of the lens did not reveal any debris or particles on the surface of the lens. Rather, several very small, dark particles were discovered embedded within the lens material. The particles were too small to properly isolate for ftir analysis, so edx analysis was done. A few particles were brought to the surface of the lens with a sharp blade. Edx analysis of one particle showed silicon (si), magnesium (mg) and oxygen (o), suggesting magnesium silicate (i.e. Talc). Only a trace of carbon (c) was seen, indicating the silicon associated with the particle is probably not from the silicone lens material. Edx analysis of another particle showed aluminum (al), potassium (k) and silicon (si). Carbon (c) and oxygen (o) were also seen, but had the same ratios as the carbon and oxygen in the edx spectrum for the lens material (baseline). This suggests that the c, o and si in this spectrum may be from the surrounding lens material. It is difficult to distinguish. Edx analysis of the particles revealed inorganic minerals and salts but no debris. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report where an intraocular lens (iol) was explanted from the right eye after the patient complained of blurry vision. The iol was implanted in 1998. The patient noted decreased visual acuity and was seen by his ophthalmologist. The physician indicated that he could not determine if there was a membrane stuck to the iol, if there was debris on the lens, or a posterior calcification had formed but he performed a yag procedure; there was not much improvement in the patients'' visual acuity. On (B)(6) 2013, best corrected visual acuity was 20/50-2. The surgeon explanted the iol and used the initial incision (no enlargement was needed). On (B)(6) 2013, va was 20/200 with central corneal haze; patient was started on muro 128 to treat edema. Poor visual acuity is due to the corneal edema and patient is expected to resolve without trouble.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. Placeholder.